Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The patient effect of hemorrage/bleeding, dissection, obstruction/occlusion, and stroke are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the article information, a conclusive cause for the reported hemorrhage, dissection, and occlusion, and the relationship to the product, if any, cannot be determined. Based on the article information, a conclusive cause for the reported patient device interaction problem and malposition of device cannot be determined. The additional surgical intervention, therapy/non-surgical treatment and hospitalization were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Estimated date of event- (B)(6) 2015. Literature attachment: article title "comparison of manta vs proglide vascular closure device and 30-day outcomes in transfemoral transcatheter aortic valve implantation" the additional patient effect of death reported in the article is captured under a separate medwatch report.

Event description:
This study investigated the use of the manta vessel closure device compared to the use of proglide devices related to 30-day outcomes in transfemoral transcatheter aortic valve implantation (tavi) procedures. Although some complications were noted with both vascular closure devices discussed, the vascular complications specifically for the procedures involving proglide devices included stroke, bleeding, stenosis and dissection which may require surgical intervention, blood transfusions and additional or prolonged hospitalization. Mechanism of device failure linked to the vascular complications included failure to achieve hemostasis and occlusion [back wall stitch]. The study concluded that there was no significant difference in major complications between the two groups. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of manta vs proglide vascular closure device and 30-day outcomes in transfemoral transcatheter aortic valve implantation¿.